Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the incision was leaking white stuff and was red since 2 weeks after implant. Agent reviewed therapy information and general programming guidance with the patient representative. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they were not satisfied with the therapy. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not have an infection. It was reported that the issue was related to the device and that it was resolved. It was removed.